Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer transfer set disconnected from the patient line of a cassette during peritoneal dialysis therapy. This event occurred during dwell three of six while the patient was connected. The care giver stated the patient had fallen from bed and their transfer set had disconnected from the patient line. The technical service representative (tsr) assisted the patient in ending therapy. The patient went to the emergency room and had their transfer set replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.